Manufacturer narrative:
The technician replaced the worn left and right siderail cables to repair the bed.

Event description:
Info received indicates the bed has no function working from either siderail.